Event description:
It was reported that during a pca / stenting treatment procedure, the outer sheath of the wallstent iliac stent was difficult to pull, making the stent difficult to deploy. The pt was asymptomatic during this event. The lesion being treated was a 50% stenotic lesion in the right external iliac artery. The physician used a 6 fr medkit introducer sheath for vascular access, and a radiofocus guide wire to cross the lesion. The lesion was pre-dilated with a wanda balloon. During the difficult stent deployment, the wallstent moved from the target lesion, and another wallstent was placed to treat the lesion. The procedure was successfully completed, and no pt injuries or complications were reported. Pt status is reported as 'good'.